Event description:
Concomitant device reported: hex driver, female (part# hd2021875, lot# 596864h08, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d11: added concomitant device. A product investigation was conducted. Customer quality investigation: visual inspection: the unknown screw was returned and received at us cq. Upon visual inspection, the screw was stuck inside of the female hex driver. The threads were observed to be stripped but have no impact on the complaint condition. No other issues were found with the returned screw. Functional test: the functional test was not performed on the returned devices as the screw head was jammed and stuck inside the female hex driver. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy without destruction of the device. Document/specification review: since the part/lot number of the screw were unknown, document/specification review was not performed. Investigation conclusion: the complaint condition is confirmed for the unknown screw. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. It is suspected that this off-center loading and subsequent torque has caused the screw head to be jammed and stuck inside of the female hex driver. This off-axis torquing is a misuse of the hex driver. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H11 corrected data: b5: corrected concomitant device. G1: corrected manufacturer's information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. H3, h6: investigation summary customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed, and the complaint condition could be confirmed as images showed the screw jammed off centered on the hex driver and most likely cannot be removed. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the supplied image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown, however it is most likely due to off axis loading and torque. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the screw has jammed during the implant removal and the surgeon was unable to remove it. The screw is attached to the spine screw removal bit. It was unknown if the surgery completed successfully. There was no patient harm was reported. Concomitant device reported: unknown screw (part# unknown lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) unknown screws. This is report 1 of 1 for (B)(4).